Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded noise on the atrial and shock channels. The noise was exhibited during isometrics and resulted in inappropriate atrial tachycardia response episode. A technical services (ts) review of the electrogram was requested. It was noted that all lead measurements were normal and stable. It was noted that the lead was checked at the replacement procedure due to noise noted on the previous device. The noise was not observed during testing and remained implanted. Ts reviewed the electrogram and discussed possible causes of the noise as potentially being a seal plug or connection issue. It was noted that this issue would be discussed further with the physician. Additional information was provided that the noise on the atrial and shock channels was still being observed. Also, when testing the ra pace/sense lead, pacing impedance measurements were variable, ranging from 276 to 636 ohms. It was questioned if these variable measurements were significant. Ts discussed that the impedance measurements were somewhat lower than usual for this type of lead; but measurements from tip to can would normally be higher than from ring to can since the ring is not connected to tissue, thus the measured discrepancy between the unipolar measures was not alarming. A lead revision was performed, during which the atrial lead was repaired with silicone. The lead was subsequently checked, and there were no further episodes of noise. Additional information was provided that there were additional episodes of noise on the atrial and shock channels and the physician questioned a possible header issue or defibrillation lead reversal. Advisories on the device were questioned. Ts discussed the subpectoral implants ((B)(6) 2008) advisory. The patient will continue to be monitored and was referred to a different physician. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.